Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer visit to emergency room due to hyperglycemia on unknown date. The customer blood glucose level was above 322 mg/dl at time of incident. Customer was treated with insulin pump. The customer was assisted with troubleshoot for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the auto mode feature was not active. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer stated insulin exited at the quick release. Customer declined to check programing and high-pressure test. The insulin pump will not be returned for analysis.